Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. Manufacturer's investigation conclusion: review of the submitted photos confirmed the reported damage to the pump cable. A specific cause for the damage could not be conclusively determined through this evaluation. No alarms were noted with the event. The submitted photos revealed that the outer jacket of the pump cable and the controller connector bend relief were not present; the braided armor layer was the outermost layer remaining. A portion of the braided armor layer appeared to be separated, and white tape had been applied. The underlying bionate and wires were visible and appeared free of damage. Additional photos show the pump cable after being repaired with rescue tape. A review of the submitted log files revealed the device operating as expected. No unusual alarms or events were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the follow-up visit in clinic on (B)(6) 2025, the ventricular assist device (vad) coordinator noticed a damaged outer layer of the pump cable of the patient. The pump cable was repaired using resq-tape. The entire length of the pump cable was affected.